Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched display window.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 146mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.